Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause has not been determined and no intervention has been performed at this time. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause has not been determined and no intervention has been performed at this time. The system remains implanted and in service. No adverse patient effects were reported. Additional information was received. The hospital had been following the high, out-of-range shock impedance measurements over the years, but in 2022 the measurements were now ranging between 140-150 ohms. Technical services reviewed the available device data and recommended seeing the patient in the clinic to perform troubleshooting to evaluate the lead integrity. It was noted there were no stored episodes showing noise. Testing should include taking impedance measurements while performing patient movements, isometrics, deep breathing/coughing, and pocket manipulation to see if noise or jumps in impedance values could be provoked. It was also recommended to consider delivering commanded shocks to test the impedance during a high voltage shock. No adverse patient effects were reported. At this time, the device and rv lead remain implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause has not been determined and no intervention has been performed at this time. The system remains implanted and in service. No adverse patient effects were reported. Additional information was received. The hospital had been following the high, out-of-range shock impedance measurements over the years, but in 2022 the measurements were now ranging between 140-150 ohms. Technical services reviewed the available device data and recommended seeing the patient in the clinic to perform troubleshooting to evaluate the lead integrity. It was noted there were no stored episodes showing noise. Testing should include taking impedance measurements while performing patient movements, isometrics, deep breathing/coughing, and pocket manipulation to see if noise or jumps in impedance values could be provoked. It was also recommended to consider delivering commanded shocks to test the impedance during a high voltage shock. No adverse patient effects were reported. At this time, the device and rv lead remain implanted and in service. Additional information was received. The crt-d reached elective replacement indicator (eri) battery status and the rv lead shock impedance measurements remained high, out-of-range. The most recent measurement was 149 ohms. Technical services reviewed the available data and noted the other lead values were stable and within normal range. The patient had not received any shock therapy, and the last commanded shocks were delivered in (B)(6) 2023. Such instances of gradually rising shock impedance measurements in the absence of other changing lead diagnostics can be attributed to patient specific factors resulting in calcification/mineralization on the coil. The physician could deliver commanded shocks again to test the system. Technical services also discussed that if a delivered shock produced an impedance of greater than 145 ohms, the device would trigger a code 1005 indicating a shock into an open circuit and the recommendation would be to replace the lead at that time. It is the physician's discretion to keep the rv lead or replace it during the device change out procedure. No additional adverse patient effects were reported. The device and rv lead remain implanted and in service.